Manufacturer narrative:
Due to the covid-19 pandemic, the investigation for this event will be delayed. We will however, send the follow-up report as soon as our laboratory services are able to return to normal. The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided. The model # was not provided.

Event description:
The customer reported that her blood glucose readings on the contour meter were 30 to 50 mg/dl higher compared to that obtained on another meter. No specific readings were provided. The customer took insulin based on the meter readings. No further event details were provided. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. Replacement meter and test strips were sent to the customer. The strip information provided by the customer is not associated with this event. Therefore, this report will be submitted under the meter information.

Manufacturer narrative:
The customer returned the suspected contour meter for evaluation. The customer also returned contour test strips. However, the returned test strips were not associated with the event occurrence. In-house testing was performed using the returned meter with returned test strips, which gave a satisfactory performance.